Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. The tear was confirmed to have caused a leak during wear. No other damages or defects were found with the device that would result in the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 480 mg/dl while wearing the pod between 5 and 24 hours. The pod's adhesive was damp around the infusion site (abdomen) and there were visible drops, indicating insulin leakage. As treatment, a new pod was applied. The device investigation observed an exposed cannula damage and fluid leakage during testing.